Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14192. It was reported the patient experienced high impedances and suspected lead fracture. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.